Manufacturer narrative:
(B)(4).

Event description:
The customer received analyzer alarms and questionable ise indirect na, k, ci for gen. 2 results for one patient sample. The sample was repeated on another cobas 6000 c (501) module. The initial sodium result was 122 mmol/l and the repeat result was 141 mmol/l. The initial chloride result was 122 mmol/l and the repeat result was 105.0 mmol/l. The initial potassium result was 3.3 mmol/l and the repeat result was 4.21 mmol/l. The initial chloride and potassium results were reported outside of the laboratory. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested but were not provided. The customer performed troubleshooting and found air bubbles in the ise nozzle tubing. She changed the tubing and performed a reagent prime, ise checks, calibration, and qc. The field service representative found the ise sipper tubing was mounted too far down on the ise sipper probe causing bubbles to form in the sipper tubing. He reseated the sipper tubing, replaced the ise electrodes, ran ise checks, calibration, and qc.